Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain, pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, 5 days before insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and hypersensitivity ("allergic reaction to the essure coils"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (she underwent surgery to remove her essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort and menorrhagia had not resolved and the hypersensitivity outcome was unknown. The reporter considered abdominal pain, hypersensitivity, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician ,but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain, pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: mirena. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and device allergy ("allergic reaction to the essure coils"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (she underwent surgery to remove her essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort and menorrhagia had not resolved and the device allergy outcome was unknown. The reporter considered abdominal pain, device allergy, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician ,but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pain, pelvic pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: mirena. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and device allergy ("allergic reaction to the essure coils"). On (B)(6) 2012, the patient had essure inserted. The patient was treated with surgery (she underwent surgery to remove her essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, pelvic discomfort and menorrhagia had not resolved and the device allergy outcome was unknown. The reporter considered abdominal pain, device allergy, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: she subsequently sought treatment for her symptoms from her physician ,but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: her coils were properly placed. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. Imrdf/FDA codes error. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.